Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult. Two clips were implanted, reducing tr to a grade of 1-2. The following day, echocardiography showed the implanted clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3-4. An additional triclip procedure was performed, and one clip was implanted, reducing tr to a grade of 2.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4. It was noted that imaging was difficult. Two clips were implanted, reducing tr to a grade of 1-2. The following day, echocardiography showed the implanted clip had detached from the septal leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), causing tr to increase to a grade of 3-4. An additional triclip procedure was performed, and one clip was implanted, reducing tr to a grade of 2.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported slda. The reported poor image resolution was associated with challenging imaging. The reported patient effect of recurrent tr appears to be related to the slda. Tr is listed in the instructions for use as a known possible complication associated with the triclip procedures. The reported hospitalization and unexpected medical intervention were results of case-specific circumstances as the patient remained hospitalized and an additional triclip procedure was performed. There is no indication of a product issue with respect to manufacture, design, or labeling.